Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen screen. Customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
The pump was received with no button response due to a flattened act keypad dome. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No frozen screen was noted. The keypad connector was found closed properly during visual inspection. Unable to perform the functional testing due to the keypad anomaly.